Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced non-recoverable system error code #45049. A loud "click" or "snap" was heard and the pt side manipulator arm stopped working. An isi technical support engineer attempted to troubleshoot the issue via telephone and requested that the site perform a power cycle and restart the system, however, the system faulted with system error code #281. Further troubleshooting actions were performed, however, the system continued to fault. The pt was under anesthesia approx 2.25 hours and the port incisions were made when the surgeon made the decision abort and reschedule the planned surgical procedure. Add'l info provided by an isi rep on oct 22, 2009, reported that the rescheduled da vinci s surgical procedure was performed and successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that the site also experienced system error code #23. Engineering concluded that error code #23 experienced by the customer was associated with a pt side manipulator (psm) embedded serializer set up joint (essj). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The essj is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The system was repaired by replacing the affected psm's essj. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #23 is reported by software to denote communication faults in the low voltage differential signal carrying info about the psm. System error codes #281 and #45049 were generated as a result of communication lost between the system video processor (svp) board that controls the video displays and the master supervisory controller (msc) when the essj failed. In the event of these communication issues, the system records the fault and transitions to a safe state. The essj was returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the essj did not communicate correctly with the psm or system. As of october 22, 2009, there have been no reported recurrences of the issue at this hosp.